Manufacturer narrative:
Date rec'd by MFR: 14jun2019. Date of report: 06aug"2109." The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replace the central processing unit (cpu) board. The customer replaced the cpu board and the issue was resolved. The technician guided the customer through re-installing options into the unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit had a touchscreen failure and declared an error 1101 (restart). There was no patient involvement.